Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Remains implanted.

Event description:
Patient wants to know if any of the devices implanted in his left hip were recalled. Patient said they are experiencing a slight grinding sensation in the hip but depending on outcome of recall inquiry the grinding may disappear.